Event description:
Paramedics responded to a person, condition unknown. The pt was connected to the device with disposable defibrillation/ECG electrodes and the monitor placed in paddles mode for a quick-look ECG. According to the reporter, ECG electrodes had to be used because the pt's ECG would not display in paddles mode. No adverse affects to the pt were reported as a result of the alleged malfunction.